Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a procedure, the blade broke in two pieces. It was also reported that there was a surgical delay of approximately 1 minute and all broken components were retrieved. There were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.